Event description:
During a surgical procedure on a 37 year old female pt under the direction of a dr. On 11 august 1997. During the procedure, a 12 mm step radially expanding dilation access sleeve was placed without incident. Upon dilation of the sleeve with the cannula/dilator assembly, dilation through the side of the sleeve occurred. The pt developed a pre-peritoneal pneumo as a result of this occurrence. The sleeve was removed and a new sleeve was successfully placed. The user reports that distal fibers of the expandable sleeve became trapped in the omentum, requiring cutting of the omentum to allow removal of the sleeve. This add'l maneuver was successfully accomplished by the attending surgeon, and no pt injury is reported. The pt is believed to have recovered from the scheduled procedure and is doing fine. The reported event is described as a user and procedural related episode. This was the first use of the product by the surgeon and it is known that these type of events can occur if careful adherance to the provided instructions for use are not followed. Although requested, the utilized sleeves were not returned to innerdyne, inc., for evaluation. The utilized components were retained by the medical institution risk mgmt section.